Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's past medical history included anxiety, depression, dysplasia and loop electrosurgical excision procedure. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding"), urticaria ("hives"), dysmenorrhoea ("dysmenorrhea (camping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("ovarian cysts"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and adnexa uteri pain ("adnexal pains"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urticaria, dysmenorrhoea, dysfunctional uterine bleeding and abdominal pain lower had resolved and the dyspareunia, ovarian cyst and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. 3 coils visible on right, 3 coils on left. Discrepancy in insertion date. Previously reported 2012. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: fallopian tube stumps-foreign body giant cell reac concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, abnormal uterine bleeding, dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. New reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Events added: abnormal bleeding (vaginal, menorrhagia), hives, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), ovarian cysts, plaintiff did not underwent essure confirmation test, dysfunctional uterine bleeding, adnexal pains, lower abdominal pain. Outcome of event pelvic pain updated to recovered/ resolved. Historical diseases and lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.